Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-mar-2026, a sales representative reported via (B)(4) that the ar-8332h shaver handpiece is overheating. This issue was discovered with no case involvement.